Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 12/31/2016 and were first opened (B)(6) 2015. Customer confirms the strips were stored correctly. Customer ran a back to back blood test, 283mg/dl and 237mg/dl not fasting. Reviewed meter memory: 148mg/dl; 03/20/2015; 10:17:00 am; fasting: yes, 158mg/dl; 03/20/2015; 10:17:00 am; fasting: yes, 400mg/dl; 03/20/2015; 10:15:00 am; fasting: yes, 116mg/dl; 03/20/2015; 02:38:00 am; fasting: yes, 319mg/dl; 03/19/2015; 11:06:00 pm; fasting: no. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer states that the he feels well and requires no medical attention. Customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 12/31/2016 and were first opened (B)(6) 2015. Customer confirms the strips were stored correctly. Customer ran a back to back blood test, 283mg/dl and 237mg/dl not fasting. Reviewed meter memory: (B)(6). No adverse event reported.